Manufacturer narrative:
Inspected one random opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 287 mg/dl and the sensor glucose was 62mg/dl at the time of the incident. The customer reported that customer said his sensor was gone or screwed. The customer was just sleeping and woke up and found out his sensor glucose was 62mg/dl and blood glucose was 287mg/dl sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose value of 62 mg/dl. Low suspend limit in sensor settings was 70-180mg/dl. The customer declined high blood glucose troubleshooting. The sensor will be returned for analysis.